Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal infection. The physician reported the cause of the peritonitis was caused by escherichia coli. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with an intraperitoneal drug infusion of an unspecified anti-inflammatory drug. Dianeal therapy was ongoing. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available as the reporter declined to provide any further information.